Event description:
According to the reporter, when on either ac power or battery power, the device won't power on and blows main 15 amp slow blow fuse, designator f1.

Manufacturer narrative:
Physio-control made an offer of service to the customer which was declined. Physio supplied part info to customer for repair.